Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2010-03452. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was previously reported on (B)(6) 2010, that the pt was without stimulation diagnostic tests revealed invalid impedance readings for several lead contacts; however, effective therapy was recaptured through reprogramming. Follow-up on the pt found that her lead was explanted on (B)(6) 2010 due to a fracture. It is unk from which lot the broken lead originated; therefore, both lots are being reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Jsm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.